Manufacturer narrative:
Our preliminary investigation, through review of the case logs, revealed that there were instances where the system reported to the user of skive warnings. Excessive deflection force on the end effector has the ability to cause the instrument to skive and can lead to the misplacement of implants. Additionally, older versions of the arrays do not include a hard stop, which may allow the array to slide upward on the driver, potentially causing the driver to appear shorter on the system display. The excelsiusgps spine module user manual recommends confirm accuracy by positioning the navigated instrument tip on an identifiable anatomical landmark and comparing the actual tip location to that displayed by the system (gmuml09 rev g, page 8). Out of an abundance of caution, we are in the process of replacing the drivers to ensure optimal performance. A field service engineer was also dispatched to verify accuracy of the system. The observed overall risk is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.